Manufacturer narrative:
The following fields have been updated with corrected and/or additional informationb3. Date of event: (B)(6) 2026.

Manufacturer narrative:
Investigation summary: this complaint is for high mic results with staphylococcus aureus and enterococcus faecalis when using phoenix panel pmic-110 (catalog number 449036) batch number 5287187. The customer provided phoenix generated lab reports showing failed mic results for the investigation. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Upon investigation from an onsite visit, it was discovered that the ap instrument was contaminated. It is recommended to perform routine decontamination on the instruments and environment. This complaint is unable to be confirmed for a panel performance issue. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix pmic-110 the user noted high mics for both patient and qc isolates. The user stated "patient specimens with staphylococcus aureus resulting as resistant to vancomycin (not often), cephazolin (not often), chloramphenicol (often), clindamycin (often), and ampicillin (often). When they repeat the panel, the drugs are then negative." The user verified the final result using a reference laboratory. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k021954, k022172, k023273, k023301, k023568, k024152, k030091, k030677, k031306, k031679, k032131, k033784, k033889, k033907, k040006, k040106, k040716, k050089, k050555, k051689, k053241, k060214, k060217, k060218, k060493, k070809, k082538, k082852, k082913, k131331, and k14046. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix pmic-110 the user noted high mics for both patient and qc isolates. The user stated "patient specimens with staphylococcus aureus resulting as resistant to vancomycin (not often), cephazolin (not often), chloramphenicol (often), clindamycin (often), and ampicillin (often). When they repeat the panel, the drugs are then negative." The user verified the final result using a reference laboratory. It is also to be noted that the upstream instrument was found to be contaminated. No health impact or consequence reported.